Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: analysis of the returned device identified: underweight, broken shell and missing shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patients concern with the product. Healthcare professional additionally reported "rupture" upon removal. Device has been explanted.